Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D10 concomitants: (B)(6), 02-020-11-0230 - truliant ps cem fem ps cem left sz 3. (B)(6), 02-020-11-0330 - truliant ps cem fem ps cem right sz 3. (B)(6), 02-022-45-3020 - truliant tib fit tray cem sz 3f / 2t. (B)(6), 02-022-45-3020 - truliant tib fit tray cem sz 3f / 2t. (B)(6), 200-07-32 - advanced patella 32mm 3 peg implant. (B)(6), 200-07-32 - advanced patella 32mm 3 peg implant.

Event description:
As reported, approximately 4.5 years post initial right side tka, the 55 y/o female patient complaint of pain and had a revision due to recalled poly and loose femur. Patient was revised to exactech devices. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. No other patient information/medical history reported. Photos and x-ray received. The device is not available for evaluation due to recall hospital will not release implants. Concomitant products: - truliant tib imp ps insert sz 3 9mm (cat# 02-022-35-3009 / serial# (B)(6) - serial number not affected by recall) complaint investigation findings: complaint investigation findings: the revisions reported in (B)(4) was likely the result of insufficient bonds between the femoral components and the bones and/or patient related conditions, which led to aseptic (non-infected) femoral loosening. However, this cannot be confirmed as the devices were not returned for evaluation. The most probable root cause associated with the reported event of ¿loosening - femoral¿ is associated with weakened integration of the femoral component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device. Ebi initial surgery attached.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b5. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 54 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear and pain. No further issues or complications were reported. No additional information is available.